Event description:
Pump declared a cartridge change error, prompting a review of potential issues with cartridge and pump connections. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose. Technical support guided the customer through inspecting and cleaning components, ensuring correct cartridge placement, and successfully completing the loading process, after which insulin delivery was resumed.